Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer had high blood glucose readings for a couple of weeks including a reading of 430 mg/dl. Caller stated the customer accidentally jumped into the pool with his insulin pump. Customer performed the self test and the pump passed. Customer treated with a bolus on the pump. Customer's blood glucose was at 114 mg/dl and then at 86 mg/dl. Customer had 15 grams of yogurt for a snack to treat the low blood glucose. Customer's blood glucose was then at 149 mg/dl. Customer went to bed and his blood glucose level is now 335 mg/dl. Customer stated that he will treat with a bolus on the pump after he eats lunch. Customer declined troubleshooting for the low blood glucose level. Customer will contact his doctor.